Event description:
(B)(4). Essure implanted in 2007. After three children one in which has a disability known as cerebral palsy I knew my child bearing days needed to end... During implantation pain was there but not too outrageous... Periods were painful, I could feel pain in my tubes in which the coils would be.. Eight years I dealt with this pain every month. Also it felt like having the flu off and on. Became worse over time along with achy joints. Ibuprofen was needed.. Then muscle spasms came on and put on muscle relaxers. This is an every day occurence.. Was diagnosed with osteoporosis after MRI due to pain.. Four herniated discs bone spurs along my spine.. I was (B)(6) at the time.. Yes osteoporosis at (B)(6)!!!! Also in this time I started with chronic bloat. My abdomen... Looked (B)(6). Everyday occurence. Felt so nauseous and it felt as if I had parasites living in me... Worst feeling eer... Along with painful periods painful sex and painful orgasms... Rest leg syndrome became worse as well. Medication was not working... Deep depression at this time,, terrible anxiety.. Brain shocks and poor memory.. Been to doctor after doctor, diagnosed with gastroparesis after ultrasound. Another doctor diagnosed me with ibs... Seen gastronologists he stated all my symptoms and problems were not gastric he believed them to be essure as he knew some of the problems women were having with this device... All of these experiences I speak of I never had or experienced before implanted with essure! My private insurance covered part of my implantation.